Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the cut in the ultrasound probe was due to handling of the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the ultrasound probe was cut. In addition to the reportable malfunction, the following were noted: there was excessive play in angulation; the ultrasound cord was slightly crushed; the ultrasound image was missing echo signal which exceeds specifications; the bending rubber adhesive was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that on the ultrasonic gastrovideoscope, the pink sheath end removed the distal end. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a cut in the ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.